Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: the helical blade/ screw coupling screw (part # 03.037.026, lot # 9116171) was received with the signs of stripped proximal threads. The distal threads are in a good condition. The proximal threads are stripped and look slightly deformed. This is consistent with the reported complaint condition, thus confirming the complaint. Functional test: a functional test could not be performed since the helical blade/coupling screw was returned by itself. However, the complaint is confirmed for the stripped threads. DHR review: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint condition is confirmed as the helical blade/ screw coupling screw (part # 03.037.026, lot # 9116171) was received with the proximal threads stripped. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being dropped, struck off axis or damaged during sterile processing). No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 03.037.026. Lot: 9116171. Manufacturing site: bettlach. Release to warehouse date: 24. Nov. 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the threads on the coupling screw that threads into the trochanteric fixation nail advanced (tfna) lag screw and helical blade was stripped and it made it difficult to thread into the blue t-handle screw inserter. The coupling screw could be forced past the stripped thread but was difficult to use. The procedure was successfully completed with no surgical delay. Patient status is unknown. Concomitant devices reported: tfna lag screw (part/lot unknown, quantity unknown), helical blade (part/lot unknown, quantity unknown), tfna inserter (part 03.037.025, lot unknown, quantity 1), tfna helical blade inserter (part 03.037.024, lot unknown, quantity 1). This report is for a coupling screw. This is report 1 of 1 for (B)(4).